Event description:
It was reported that this pacemaker exhibited functional undersensing due to cross chamber blanking causing the patient's heartrate to register as 60 bpm. Technical services (ts) confirmed the device was operating as programmed and recommended shortening blanking to the smart setting. This device remains in service. No adverse patient effects were reported.